Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip, missing reservoir tube o-ring, dog chew marks and minor scratched lcd window. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip and dos chew maks noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 246 mg/dl. The customer stated that top of reservoir had damaged and reservoir was not able to fit into the insulin pump due to the top of the reservoir its caved in. The insulin pump will be returned for analysis.